Event description:
It was reported during the procedure, that the lead was damaged in surgery due to the patient's vessel that was abnormal. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.